Event description:
Provider states the end user alleges the joystick will not go any more and end user has to turn the joystick off and then turn it back on, provider states he was not able to duplicate the issue.